Event description:
Call from patient on (B)(6) 2012. Patient mentioned during implant three weeks ago they (physician) punctured her lung. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).